Event description:
The customer reported that no sound is coming from the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
The customer reported that no sound is coming from the central nurse's station (cns). Technical support (ts) discovered that the default output device was not set to speakers. Ts set the default sound device to the speakers and the cns began to make sound. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that no sound is coming from the central nurse's station (cns). Technical support (ts) discovered that the default output device was not set to speakers. Ts set the default sound device to the speakers and the cns began to make sound. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Investigation summary: during troubleshooting, it was identified that the audio output for the cns was incorrectly set. After the audio output was corrected to the speakers, the issue was resolved. The root cause of the issue is incorrect device settings. The administrator's guide for cns-6801a provides instructions in changing the audio output and setting it to the speakers. If the customer had the correct settings, the issue would have not occurred. No corrective actions will be performed at this time. Manufacturer references # (B)(4).

Event description:
The customer reported that no sound is coming from the central nurse's station (cns). There was no patient injury reported.